Event description:
Reoutine complaint investigation when a consumer reported receiving low readings on a medisense 2 card meter. The customer obtained a reading of 128 mg/dl compared to a laboratory reading of 310 mg/dl. When plotted on a parkes error grid the results fall in the "c" zone which is considered clinically significant. There was no report of death, serious injury or mistreatment associated with this event.